Manufacturer narrative:
The device was received and the evaluation is anticipated; however, not yet begun. Once the investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that a patient had 5 implants placed and failed after the clinical procedure. It was reported that the patient may have contributed to the failure due to touching them with their hands and tongue. This caused the implants to become loose, and the doctor decided to extract them. Additional information was received, the patient had an infection and the patient was placed on an antibiotic. The implants have not been replaced as of the date of this report, the doctor is allowing for healing time. {please reference reports 3011649314-2017-00047(a), -00048(b),-00050(d), -00051(e) for the additional devices}

Manufacturer narrative:
Correction: section event: updated to reflect the change in reportability. The provider believes that the patient caused the implant to loosen by touching it when instructed not to. There is no complaint against the device.

Event description:
It was reported that the implat failed to integrate. However, the provider believes that the patient caused the implant to loosen by touching it when instructed not to. There is no complaint against the device.